Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. No parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The evaluation of provided device logs confirms the reported high o2 concentration alarms well as alarms for low o2 concentration. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior and after the reported event were passed without remarks. The root cause of the reported event has not been determined.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).